Event description:
During endoscopic procedure, tip of oral suction catheter fell off while being used to suction patient. Tip lodged in hypopharynx requiring retrieval. Immediately upon discovery of missing tip, endoscopy performed to retrieve tip.